Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was a network switch failure due to environmental conditions. A technical support specialist (tss) confirmed that connectivity to carefusion coordination engine (cce) was restored, and messaging was successfully flowing between meditech, cce, and server in both directions. The issue was traced to a network switch failure caused by a lightning strike near the data center. Services were restored after recovery of the affected infrastructure by the customer. All station information at the facility was affected by the host interface outage. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, hsviewer displayed alerts for all machines stating patient information was down and pharmacy order was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.